Event description:
It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient was found unresponsive and with dka. Patient was taken to the hospital by the paramedics and reporter believed that emergency medical services (ems) has been called by the caregiver. The bg reading was 859 mg/dl. The patient was on bypass machine because the patient was not breathing very well. The patient was treated with insulin drip and IV fluids, antibiotic due to pneumonia and rostephan and flagile (not determined medication). The patient was admitted to the ICU. At the time of the report the patient was fine. No other details were documented. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm. On 09/22/2025, it was reported that the patient was found unresponsive and with dka. Patient was taken to the hospital by the paramedics and reporter believed that emergency medical services (ems) has been called by the caregiver. The bg reading was 859 mg/dl. The patient was on bypass machine because the patient was not breathing very well. The patient was treated with insulin drip and IV fluids, antibiotic due to pneumonia and rostephan and flagile (not determined medication). The patient was admitted to the ICU. At the time of the report the patient was fine. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.